Event description:
Additional information received reported that the issues with the device relating to the overdischarge had been fixed, however, since then the patient had had to charge it every day. About 1 1/2 months before the report she got to a point where her implantable neurostimulator (ins) wouldn't charge at all.

Event description:
It was reported that the patient had coupling and/or communication issues and a device overdischarge was suspected. The patient had been having issues charging for the past five months. It was noted that the patient had not charged in over two months, neither recharger or patient programmer would communicate with the device. The patient was not sure if the device was keeping a charge, as she would charge for several hours and the charge level would not advance beyond 25%. The patient's device would not keep a charge and now the device was dead. The patient's hip and back are out so she was in great pain. The patient did not charge because she was having neck issues and her treating physician was working on that. It was noted by the patient that "a knot has formed near the leads, they got tangled up and formed a knot a little larger than a quarter near my spine" and it was causing her pain. The patient had lost between 40 and 50 pounds. The device felt very tight and clearly visible beneath the surface of the patient's skin in the pocket. Subsequent information received reported that the patient had an appointment with her physician scheduled for (B)(6). Further information received reported that the patient had trouble with the device for six months and indicated that "the machine is not working." The patient had no stimulation sensation. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v281382, implanted: (B)(6) 2009. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).